Event description:
It was reported that there was a rash on the right side of the chest at the implantable neurostimulator (ins) pocket site secondary to neurostimulator replacement. It was stated that the event was ongoing. Medrol pack was administered as an intervention.

Event description:
Additional information reported the adverse event was a surgery/anesthesia rash.

Manufacturer narrative:
Follow-up was not conducted because the patient/physician is part of a medtronic clinical study, and the clinical report form takes the place of a letter to the physician. If additional information becomes available, this information will be collected per the medtronic clinical study¿s protocol, and the product event record will be updated. The neurostimulator remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the neurostimulator. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the neurostimulator is inconclusive because of insufficient event information. Concomitant medical products: product ID 3387s-40, lot# v020895, implanted: (B)(6) 2007. Product type: lead: product ID 3387s-40, lot# v020895, implanted: (B)(6) 2007. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7436, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient. (B)(4).